Event description:
It was reported that (1) ecs33 was used during a sigmoid colectomy procedure. It was reported by the rep that the surgeon went through all of the appropriate steps to fire the instrument. After it was fired the surgeon discovered that only half of the staples were laid in the tissue. The other half of the staples remained in the instrument. All staples (in the tissue and in the instrument) were only partially closed. The surgeon had another instrument opened to complete the case. There was no consequence to the pt.